Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit multiple times due to diabetic ketoacidosis and blood glucose (bg) level of 600-700 mg/dl range. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged one week later with the issue resolved and no permanent damage. Tandem technical support (cts) performed pump data log review and found that pump battery was depleting normally based on settings and customer usage. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.